Manufacturer narrative:
A device history review was conducted for lot number 7144554. Our records show the reported lot was manufactured on 06/10/2017 and it was determined that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the device returned was able to identify a needle that had broken away from the stylet, however the stylet itself was found to be intact. Despite reviewing the packaging material for damage, and the production line for any potential opportunities to generate the observed damage, we were unable to determine a potential root cause at the conclusion of our investigation. The reported separation stylet from stylet puller was not confirmed. Visually, we could not observe a separation and functionally the sample meet with the acceptance criteria. Pull test result: 10.22 pounds. Minimum specification: 2.7 pounds according with the customer description the user does not know if the material was received ruptured or if it occurred during the handling. A possible cause could be during the preparation from device or something extraordinary had to have happened during handling that cause needle broken. The needle has an area called ¿notch area¿, and requires special care during your use. It is important to mention that the function of the notch area is to detect of flash back after to perform puncture. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Product is functional tested and no incidents with separation between connections of the product or needle broken have been reported. Reviewing our (B)(4), there are proper controls in place to detect product malfunctions. Separation stylet from stylet puller was not confirmed due to that the sample met with the requested specification. We could not found the root cause of the needle broken because, we could not determinate if this damage was during handling or not.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with separation during use. There was no report of injury or medical intervention.